Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature power switching events and controller power-up events. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01803, 3007042319-2015-01804 and 3007042319-2015-01805) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01803, 3007042319-2015-01804 and 3007042319-2015-01805) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the batteries switch always and immediately from one to another port and backwards. From port 1 to 2 and 2 to 1. There were no effects reported on to the patient. No further information available. This is report 1 of 3.